Event description:
It was reported the pt was randomly feeling a jolting sensation at the ipg location. It was reported the sensation only occurred when the scs system was turned on. The pt was working closely with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.